Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery, it was discovered that the small battery drive device ran at full speed no matter how much the trigger was pushed. It was reported that there was no variable speed. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device was found to have no variable speed. It was determined that the device did not respond with the trigger pressed 50% (percent), it only responded with the trigger pressed at 100% (percent). It was observed that the coupling head was worn and the electric motor emitted an unusual noise (normal use over time). It was determined that there was unknown debris found on the internal components and the electronic control unit was defective internally (improper cleaning methods). Therefore, the reported condition was confirmed. The assignable root causes were determined to be due to wear from normal use over time and improper cleaning methods. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.